Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained, rv oversensing due to post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Some programming changes were made. Further programming changes and testing were recommended. No further information available.